Manufacturer narrative:
Concomitant medical products: 407652 lead; implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered a shock for atrial fibrillation (af) with rapid ventricular response. No intervention was done with the crt-d, but the patient was given anti-arrhythmia medication. The crt-d remains in use. No further patient complications have been reported as a result of this event.